Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 12/2.75 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the mid left anterior descending (lad) coronary artery. The physician used an unknown introducer sheath for vascular access and a pt2 guidewire and a heartrail guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as `good.'